Event description:
The customer contacted physio-control to report that their device had failed a user test. There was no patient use associated with the reported event. Upon evaluation of the device physio observed that the device would not defibrillate. Instead, an "abnormal energy delivered" message would appear on the display and the defibrillation output was zero (0) joules.

Manufacturer narrative:
(B)(4). Physio-control examined the device and verified the reported issue. Physio observed that the biphasic to therapy pcb cable was not correctly seated to the therapy pcb assembly. This issue prevented energy defibrillation from being delivered. Physio reseated the connection and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.